Event description:
The customer reported the generatio of erratic ion selective electrodes (ise) patient results, which includes sodium (na), chloride (cl) and potassium (k), and erratic quality control (qc) results on their au480 chemistry system. The customer reported seven (7) ise patient results were reported outside of the laboratory and later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a defective ise roller pump tubing. The fse replaced the ise roller pump tubing to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).